Event description:
The customer reportedly received the following results on the nano system within 10 minutes: 150 mg/dl, 135 mg/dl, 110 mg/dl, 105 mg/dl, and 81 mg/dl. No adverse event reported. Return of suspect device was requested and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.